Event description:
It was reported that (6) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that all the 511sd trocars from one box all were damaged (silicon valve), when inserting camera through to the abdomen. No sharp instruments were used, since there was a loss of co2 from the trocars. There was an extended or time of 30 minutes due to the trocars.